Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. (B)(4).

Event description:
It was reported that the longevity of this pacemaker only lasted for five years. During the recent check, the device reached elective replacement indicator (eri) status. Boston scientific technical services (ts) verified that the device was using 123 microwatts (uw) at 288 percent of power consumption, hence the device was likely exhibiting premature battery depletion (pbd). The battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The malfunction appeared consistent with other pulse generators (pgs) that have had continuous average power increases. Furthermore, the device was explanted. No additional adverse patient effects were reported.